Manufacturer narrative:
Due to character restrictions telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, intra-aortic balloon pump (iabp) unit's battery would not restore power after being unplugged from the ac. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer(fse) indicated that the battery was not being maintained according to the instructions for use(IFU). The repair was performed by a distributor. After the inspection, it was stated that it was determined that the aging of the battery has caused the equipment to fail to store electricity normally. It was also stated that at present, a set of equipment batteries were temporarily borrowed and that the situation has been improved, and the functional test was normal. The unit passed all functional and safety checks to meet factory specifications and the unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that before use and after the device is unplugged from the ac, the intra-aortic balloon pump (iabp) unit's battery cannot store electricity. There was no patient involvement, and no adverse event reported.